Event description:
During a percutaneous coronary intervention (pci) procedure, the physician had difficulty crossing the lesion in the left anterior descending (lad) with a 3.0x33 elunir stent. While attempting to retract the whole system, the stent stripped off the delivery system in the proximal lad and was brought back through the guide via the radial artery. It would (not) come out of the radial artery and therefore the physician accessed the femoral artery and snared the stent into the femoral. The patient passed away after the procedure on the floor. The device will be returned. The device was not used in an acute myocardial infarction (mi) setting. There lesion was not in stent-restenosis. More than 2 stents were deployed. A non-cordis guide extension catheter was used. Additional details are pending including the brand names of the additional stents. The procedure was a high risk pci. Pursuant to the FDA code of federal regulations, (B)(4) is an importer of elunir, a distributed product made by medinol. Therefore, (B)(4) is required to report all complaints of deaths and serious injuries to the FDA associated with this product.